Manufacturer narrative:
Based on the information provided by the provider/patient, there is no evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the provider/patient reported symptoms or physiological condition related to temporomandibular disorder (tmd).

Event description:
The provider/patient reported the following:" we put together a candid txp together in (B)(6) 2025. Throughout treatment the patient has had concerns about her bite not coming together at all, at one point it started causing some symptoms of tmd. I saw her on (B)(6) 2025 and noted she was having premolar interferences on both sides in her occlusion that was preventing any other teeth from occluding. At that time I encouraged her to be patient that these interferences would move out of the way and her bite would come together. She is now on aligner 21 of 25 and still reports she cannot close down/can't bite. The patient is coming on next week monday for me to take a look. I was just reviewing her treatment plan at stage zero and comparing it to our photos and am starting to get concerned that the bite was off in the digital candid treatment plan starting point. If you look at the candid plan and compare it to the photos it appears the digital setup at stage zero has a lot more overjet on teeth #12 and 13 (where her occlusal interference is) when compared to the photos I submitted. Hopefully I'm wrong about this but wanted you to review and hear your thoughts. Should we consider stopping and re-scanning or having her finish the treatment then consider refinement or bite adjustment."